Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced and did not resolve the issue. The illuminator module was then replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The illuminator module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned illuminator module was installed into a calibrated constellation system and tested. No system message displayed upon boot up. The output on both ports were tested and passed. The nonconformity reported was not replicated. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting the lights were not working before surgery. An alternate system was used to initiate surgery.

Manufacturer narrative:
Manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the illumination on port 1 and 2 were not working.